Event description:
It was reported that a home patient (hp) experienced an increased intra-peritoneal volume (iipv) event with the symptom of feeling overfull. The hp had done a manual exchange of 2500 ml during the day and did not think that they drained out during the initial drain. The technical service representative (tsr) had the hp perform a manual drain. The hp drained 5975 ml of fluid manually and their programmed fill volume was 3000ml. A swap of the homechoice device was initiated. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new machine arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned and analyzed. The increased intra-peritoneal volume (iipv) event was confirmed in an event history log review. No abnormalities were identified during the internal/external inspection. The device passed both rite (returned instrument test evaluation) electrical and functional tests. The pneumatic system performed to specifications. A simulated therapy was completed successfully. The event was unable to be duplicated during the sample evaluation. Upon completion of the investigation or if additional information becomes available, a supplemental report will be submitted.